Event description:
It was reported that an asymptomatic patient presented remotely. The patient's implantable cardiac defibrillator (ICD) exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The ICD was reprogrammed. There were no patient consequences.